Event description:
There were no problems during the priming of the circuit. Once on bypass, blood started spraying from the luer fitting at the top of the arterial filter. Blood hit the perfusionist. A stopcock was installed to be able to continue to use the customer perfusion pack. The male luer fitting appeared to be cracked. Blood loss was minimal and no intervention was required to compensate for the blood loss. There was no pt detriment.